Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. Timeouts were observed in conjunction with an 0x14 occlusion alarm. The pod delivered 1632 pulses, including immediate non-priming boluses. No damages or deficiencies were observed. The needle mechanism was reset and redeployed successfully. No problems were found regarding the reported needle mechanism complaint. The cause of the observed 0x14 alarm could not be determined.